Manufacturer narrative:
The device had blank flashing white lcd due to cracked lcd glass. Unable to verify missing segments due to blank flashing white lcd. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to blank flashing white lcd.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had a partial display on insulin pump. The customer¿s blood glucose level was 9mmol/l. The customer reported display anomaly. The customer was assisted with troubleshoot and customer reports display is flashing. No report of pump screen flashing when screen was turned on after being in sleep mode. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.